Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device/10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered "blood back" in the cs300 intra-aortic balloon pump (iabp) unit. To fix the issue, the fse replaced the assy crm english, tubing, blood detect, iabp and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported during preventive maintenance (pm) that the cs300 intra-aortic balloon pump (iabp) unit was found to have blood back in the purge tubing and filter. The customer was unaware of the event, and the date the blood got into the unit could not be determined. The alarm logs did not show the date because it occurred in the past and the log entry dropped from the logs (first in, first out.) The date the blood entered the unit was never reported by the user when it occurred, and since the date cannot be determined there is no way to determine patient information or patient outcome. There was no patient involvement when this was discovered during the preventive maintenance, and no adverse event reported.